Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired while hospitalized due to complications from peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas (species not reported) in the culture and a wbc count of 24,058/mm3. The patient was diagnosed with peritonitis due to contamination. The patient was not initially hospitalized for this event and prescribed intraperitoneal vancomycin at 1000 mg and ip ceftazidime at 1000 mg (frequencies and duration not reported) to address the infection at home. The patient was hospitalized for this infection on (B)(6) 2025, presumably for persisting symptoms. The patient was able to undergo an unknown modality of dialysis during this hospitalization. On (B)(6) 2025, the patient expired due to a cardiac arrest, complications from peritonitis and failure to thrive. The patient was not actively dialyzing at the time of the cardiac arrest or their subsequent death. It was reported that the patient¿s peritonitis, the associated hospitalization and his subsequent death were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: concerning the patient¿s infection, a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during ccpd therapy. Nonadherence to aseptic technique through contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is an opportunistic nosocomial pathogen that readily transmits to susceptible patients such as the end-stage renal disease (esrd) population. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Concerning the patient¿s death, a temporal relationship does not exist between ccpd utilizing the liberty cycler and the patient¿s cardiac arrest, leading to his death. The cause of this patient¿s death can be attributed to a cardiac arrest, complications from peritonitis and failure to thrive with no indication of a causal or contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient expired while hospitalized due to complications from peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) obtained in the outpatient clinic on (B)(6) 2025 presented with pseudomonas (species not reported) in the culture and a wbc count of 24,058/mm3. The patient was diagnosed with peritonitis due to contamination. The patient was not initially hospitalized for this event and prescribed intraperitoneal vancomycin at 1000 mg and ip ceftazidime at 1000 mg (frequencies and duration not reported) to address the infection at home. The patient was hospitalized for this infection on (B)(6) 2025, presumably for persisting symptoms. The patient was able to undergo an unknown modality of dialysis during this hospitalization. On (B)(6) 2025, the patient expired due to a cardiac arrest, complications from peritonitis and failure to thrive. The patient was not actively dialyzing at the time of the cardiac arrest or their subsequent death. It was reported that the patient¿s peritonitis, the associated hospitalization and his subsequent death were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).